Manufacturer narrative:
The investigation for optical signal issue has been completed. Pump was not returned for investigation. The data logs were returned and investigated. All parameters were found to be within specification and suction was observed prior to placement signal low alarms. The placement signal was seen trending down. Pump was explanted due to the placement signal low and also since the pump was ran for 35 days. Therefore, per data logs review, the root cause of the optical signal issue was most likely patient condition related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05274: d6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that an implanted impella 5.5 pump began triggering false placement signal low alarms during patient support. The alarm was initially disabled; however, the decision was ultimately made to replace the pump with a new impella 5.5 device. There was no patient harm.